Event description:
A customer tested a sample from an ER patient for troponin (accu tni) and a result of 0.17ng/ml was obtained. A second sample collected from this patient approximately four hours later gave a result of 3.53ng/ml. Results of 0.12 and 0.13ng/ml were generated for the 3rd sample. The 2nd sample was then re.-tested on two separate days and results of 0.19 and 0.17ng/ml were obtained, respectively. A) this sample was also tested on a different instrument and an accu tni result was 0.21ng/ml. The results were reported out of the lab. Customer was not aware of any changes in treatment. Patient was admitted to the cardiac care unit (ccu) for observation after the 1st result was reported.

Manufacturer narrative:
The specimens were collected in 7ml lithium heparin plasma tubes and centrifuged at 3,000g for 6 minutes. Per customer, qc is run daily and was within range before the event. A system check run in 2009 passed all parameters. Customer did not report any event log messages associated with this event. A field service engineer (fse) was dispatched: a) the fse verified hardware per established procedures and results met published performance specifications. No clear root cause for this event has been identified to date. A malfunction will be assumed for the purpose of this report.